Event description:
It was later reported that the pump was placed in subpectoral location and the patient was doing well. The patient was receiving effective therapy.

Event description:
It was later reported that the case was moved to (B)(6) 2013. It was later reported that the pump was replaced with a smaller, 20cc pump. A new, subpectoral pocket was created. It was noted that the pump was disposed of.

Event description:
It was reported that the pump was confirmed to be flipped. The physician was planning for surgery in september. The patient status was ¿alive ¿ no injury¿.

Event description:
The following information was previously reported in mfg report #3007566237-2013-03279 [it was reported that the patient was undergoing a catheter revision. At the time of report, the reporter was in the operating room.] It was later reported that the pump was relocated from the right abdomen to the right sub-pectoral area due to the pump flipping. The proximal catheter segment was replaced to lengthen and move the pocket; the distal segment remained. The device system was used to deliver morphine and bupivacaine.

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8590-1 lot# n284594, implanted: 2012 (B)(6); product type accessory. (B)(4).